Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 weeks ago. Aneurysm morphology was not reported and the arteries were excessively tortuous. It was reported that the bifurcated stent graft was positioned too high and fully deployed. The stent graft was pulled down after which an additional talent cuff was implanted proximally followed by an addition of an iliac limb to cover the hypogastric artery. Two days post implant, the limb of the bifurcated stent graft started to thrombos and required a fogarty catheter to remove the thrombos. This was successful and a stent was placed within the ipsilateral limb of the bifurcated stent graft. A month later, the limb was found to have thrombosed again and the patient did not have ischemia, the vessel distal to the iliac limb was excessive tortuous and appeared to make a curve which had occluded the distal part of the stent graft and no further intervention was performed. The patient is fine.

Manufacturer narrative:
Evaluation results: arterial and venous occlusion; tortuous iliac arteries. Conclusion: tortuous iliac arteries; device was positioned too high and deployed then pulled down. Required secondary intervention.